Manufacturer narrative:
The sterilization records of the devices involved were checked with the following results: - no pre-existing deviation detected on the 28 revision mod. Stems ø16mm product code 381215010, released with lot 2305109, ster. (B)(4). - no pre-existing deviation detected on the 9 delta-one-tt acetab.cups ø56mm product code 554914560 released with lot 2223058, ster. (B)(4). - no pre-existing deviation detected on the 60 delta angled spacers 20°# l+5 product code 588615520, released with lot 2213348, ster. (B)(4). We will submit a final report upon the conclusion of the investigation.

Event description:
Hip revision surgery due to infection performed on (B)(6) 2025. The previous surgery took place in (B)(6) 2023 (exact date not known). According to the information received, the following devices were explanted: - revision mod. Stem ø16mm product code 381215010, lot 2305109, ster. (B)(4). - delta-one-tt acetab.cup ø56mm product code 554914560, lot 2223058, ster. (B)(4). - delta angled spacer 20°# l+5 product code 588615520, lot 2213348, ster. (B)(4). - femoral head (product details are unknown). This event occurred in italy.